Event description:
It was reported that after being in use for two months, the catheter separated from the port. The catheter and port were removed and replaced without any complications.

Event description:
It was reported that after being in use for two months, the catheter separated from the port. The catheter and port were removed and replaced without any complications.